Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope light guide plug is cracked. The reported issue occurred during preparation of use for a diagnostic tracheoscopy. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scope communication error (e315) which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the plug unit had a crack. Upon further inspection, it was observed that scope communication error (e315) was present due to corrosion on the endoscope connector. It was observed that there was a loss of water-tightness due to a pinhole on the universal cord. It was also observed that switches 1 and 3 did not work due to damage. It was observed that the light guide lens had discoloration due to fluid invasion. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the scope connector cover unit had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b315 (scope communication) error was conduction failure on the circuit board in the scope connector occurred due to moisture that entered from the leaking point or cracked area. Olympus will continue to monitor field performance for this device.